Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected field:d3 a getinge field service engineer (fse) evaluated the unit by operating it on a trainer, during which no abnormalities were observed. The fse opened the unit and inspected it for leaks, loose fittings, or improper connections. The unit was operated while open in an attempt to identify the source of the noise, however, no issues were detected. All manifold checks and diagnostic tests were performed and confirmed to be within specifications. The unit was reassembled and tested again, with no recurrence of the noise. The unit was verified to be operating as intended and returned to service.

Event description:
N/a

Event description:
It was reported by user before use that cardiosave intra aortic balloon pump (iabp) had noise related malfunction. No patient involved.

Manufacturer narrative:
Due to character limit: (telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, the final MDR for this complaint was submitted in error. This event is non reportable, and therefore no follow up emdr is required. Please cancel the MDR in your database.

Event description:
After further review, the final MDR for this complaint was submitted in error. This event is non reportable, and therefore no follow up emdr is required. Please cancel the MDR in your database.